Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found no failure, as it passed the work order. Analysis of the software 9733763 synergy cranial s7 (unknown serial/lot #) found insufficient information. At least three documented attempts have been made to retrieve exams/logs/archive with no additional information made available. This case may be re-opened if additional information is received. Product event summary #s7 difficulty registering. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the user ad had difficulty registering the patient earlier in the day. No further information is known. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.